Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level. His blood glucose level was not coming down from 500 mg/dl. When the customer was transferred to the help line, the call was dropped. The device was not returned.